Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer failure. A field service engineer conducted diagnostics on the cabinet and found no issues. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system had a drawer failure. The customer reported that the malfunction occurred when user trying to issue the medication to patient and they used another machine to obtain the medication, which was inconvenience for the user. The customer confirmed that there was no harm or delay to the patient. There were no adverse events or injuries reported based on this incident.